Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that white connector was easily disconnected from the irrigation tube when switching from ultrasound to irrigation/aspiration during cataract surgery with intraocular lens implant. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. A used intrepid plus fluidics management system (fms) was visually inspected. Surgical residue was observed throughout the entire fms and drain bag. The sample was tested using an infiniti console. System message code appeared on the screen. Less fluid flowed from the balanced salt solution (bss) bottle to the cassette. The drip chamber was cut off and connected to one from lab stock to the administration line. The sample passed priming and tuning with the ultrasonic handpiece. Maximum vacuum was reached. No message code, no fluid or air leaks, and no cracks on the luers were found. The irrigation and aspiration flow rates were within specification. Fluid flowed from the bss bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion was found in all manifolds. The returned drip chamber was then connected back to the sample to check for priming and fluid flow. The same failure mode occurred. The defected drip chamber prevented fluid to flow to the cassette, thus the sample failed to prime. The root cause of the customer's complaint is related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).